Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was having issues with the insulin pump. Customer was having high blood glucose readings between 400 and 500 mg/dl. Customer treated with manual injections. Customer performed some troubleshooting and did the high pressure test which passed, but was still having high readings. Customer stated she already went to the hospital for the issue and felt the insulin pump was not causing the high blood glucose levels. Nothing was replaced or returned.